Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the mid-distal region of a tortuous rca, the maverick balloon ruptured at 8 atm's on the second inflation. The first inflation was to 6 atm's. The introducer sheath size and inflation device used are unknown. Conquest and bmw guidewires, as well as a 7f b-tip a l1sh guide catheter were used. The maverick balloon was removed and replaced with a viva catheter. No resistance was met with insertion or removal of the device. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.